Event description:
On february 3, 2011, a cyberonics regional manager for (B)(4) reported that a vns physician was having trouble interrogating a pt's generator during a clinical visit. There has been no change in seizures and no obvious trauma to the site of the device. The physician also reported that the pt is not expected to be at end of battery life. The pt has not been feeling their stimulation; however, no interventions have been planned. The physician's programming system works normally for other pts. The pt was unable to be interrogated on (B)(6) 2010 and had an x-ray performed that day with no obvious lead fractures found. The pt just started seeing this physician recently so, the physician does not have much previous programming info on the pt. There is no pt programming history available to review at this time; therefore, no battery life calculation can be performed to determine estimate length of time the battery was expected to last. No conclusion can be drawn about the pt's generator failing to program since it appears to not be related to end of service and the physician's programming system works normally for other pts.